Event description:
There was no patient involved in this event. The device malfunctioned because the device was depleting pad-paks. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2010. After this date there are recorded fluctuations in voltage. The device was left in fail mode until (B)(6) 2010 or the pad-pak was removed. The problem with the device was attributed to faulty pogo-pins which were the cause of an inconsistent power supply being supplied to the pad device from the pad-pak. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.